Event description:
It was reported that the patient experienced headaches and pain following his deep brain stimulation (dbs) implant procedure. The patient was admitted to the emergency room where the physician assessed that the patient had developed an infection. A culture was taken that revealed the patient had methicillin-resistant staphylococcus aureus (mrsa) and was administered antibiotics. The patient underwent an explant procedure of his dbs system. The patient was intubated and later extubated with his condition improving. The devices were discarded by the facility and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7097964. Product family: dbs-linear leads. Upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7096849, product family: dbs-extension. Upn: m365nm3138550, : model: nm-3138-55, serial: (B)(4), batch: 7101885. Product family: dbs-extension. Upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7106060. Product family: dbs-lead fixation. Upn: m365db4600c0, model: db-4600c, batch: 30128374. Product family: dbs-lead fixation. Upn: m365db4600c0 . Model: db-4600c. Batch: 30042548.